Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they were having difficulty with their ins and their healthcare provider (hcp) is no longer in service. Patient further said it has not worked in a long time and they have been feeling "electrical shock like a big bumble bee stinging [them] in their right labia." In the beginning, patient said the ins worked for their bowel 50% of the time, but it was not doing anything anymore over the years. Day before initial report, patient said the stinging started to get worse. On date of initial report, patient couldn't stand and had to bend a little bit (they have back problems). They further said the sensation goes away when they lean forward, but comes back and is in full force when they stand straight up. During the call, patient said they also have incontinence which has worsened. They tried reducing stimulation, but that was unsuccessful. During the call, the patient was able to turn stimulation off and the stinging went away. Patient also admitted that the ins felt like rectangular shape. Patient said it feels like it has been dissolving over the years and it now feels "silver dollar [they] feel the ridges and it feels closer to surface." They also admitted that they lost weight since implant. As a result of what was reported, the patient was redirected to their hcp to resolve the issues. Later on that day, an hcp called in saying the patient was having pain and wanted the ins removed. Caller was a nurse who also said the hcp listed on the patient's ID card is a cardiac hcp. The patient contacted the caller because the hcp was listed on their ID card and the patient was having problems with their ins. The event date for the stinging/shocking was the last 2-3 months. It is unknown as to when the worsening bladder incontinence started. It is unknown as to when the pain started. No further patient complications have been reported as a result of this event.